Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that anar-1588btb-2j tightrope ii btb adjustment thread did not pass well to the finger trap. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Correction: h1 to n/a. Additional information: b5, d9, g3, h3, h6. The complaint allegation is not confirmed. Upon visual inspection, it was noted that the holes between the splices above the button, where the suture threader was inserted, were present, indicating the device was manufactured correctly. Functional testing was unable to be performed due to the suture threader already being used. It could not be placed back through the suture, making the failure unable to be replicated. The most likely cause for the reported failure can be attributed to user error of the device due to excessive forces used during suture passing/tightening/tensioning. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Additional information received on 10/29/2024: this was discovered on the back table during an acl repair. Nothing broke in the patient. The case was completed using a new ar-1588btb-2j tightrope ii btb. No information is available on the delayed of case; however, additional anesthesia was not needed.